Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Rep called pt back and she stated she had a question as to how often to buy the wicks as she used 6 wicks last night. Only issue she could report was the system stopped making a noise. Advised the wicks may be used for up to 12 hours unless covered in blood or feces and inquired if pt had any questions concerns. She stated she will continue the use of system and will call back with questions. She disconnected the call. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.